Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection, however, the serial number sticker label print was faded. There was no dried fluid and no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and passed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, a load cell verification, and valve actuation test. The cycler tested negative for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called in to request assistance with a patient line is blocked alarm they were received. While reviewing the patient¿s setup and treatment data, an iipv event was identified in a previous treatment on (B)(6) 2020. The patient treatment details indicated that the patient had a drain volume of 4701ml. This drain volume is 336% of the patient's fill volume of 1398ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn it was reported that they were unaware of any iipv incident. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The pdrn reported that the patient is not compliant with daily pd treatments and may occasionally skip one. The patient receives continuous cycling peritoneal dialysis (ccpd) treatment with 3 exchanges of 1400ml fill volume, a last fill of 1000ml and no daytime exchange. Patient uses 1.5% and 2.5% strength pd solution. The reported cycler has been returned to the manufacturer for physical evaluation.